Event description:
Related manufacturer reference 2030404-2015-00038, 2030404-2015-00039. During a pulmonary vein isolation procedure, a pericardial effusion occurred. While mapping with an afocusii catheter following isolation of two of the four pulmonary veins a shift occurred on the navx map and the catheter appeared outside the existing pulmonary vein geometry. It was decided to recreate the geometry and ablation resumed. During ablation with a cool flex ablation catheter, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. No intervention was needed and the patient's blood pressure normalized within 30 minutes. The procedure was continued and the patient remained stable the following day. There were no performance issues noted with any sjm devices used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the model and lot numbers were unavailable. The ensite case study was reviewed which revealed the reported gradual shift was due to a change in the sensed impedance. Based on the information received and the case study reviewed, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk of any electrode placement.